Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was 147 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.